Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and discrepancy between sensor glucose value and blood glucose value. The customer reported blood glucose value of 50 mg/dl and sensor glucose value of 115 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) unomedical, mmt-7040a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer reported that the value difference was not within target range. Customer was not using the auto mode/smartguard feature at the time of the event. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported sensor glucose value was 99 mg/dl and blood glucose value 50 mg/dl at the time of the incident. And difference between sensor glucose and blood glucose was more than 30%.